Event description:
Related manufacturer number: 1627487-2022-02753. It was reported the patient experienced ineffective stimulation due to high impedance. As a result, the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue. It is unknown which lead had the high impedance therefore all are being reported.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.